Event description:
It was reported that the patient had been hospitalized with hyperglycemia. The patient's blood glucose levels reached 33 mmol/l (594 mg/dl) while wearing the pod between 5 and 24 hours on their abdomen. It was also reported that the patient tried to deliver multiple boluses, which were unsuccessful. More information on the event was not provided and attempts to gather more information are being made. If further information is provided, the case will be updated.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Manufacturer narrative:
Pod data indicates the pod operated and delivered insulin as intended during operation. No damages or defects that would affect the delivery of insulin were observed.